Manufacturer narrative:
Pt info: unknown as per regulation (EU) 2016/679 (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore, the information is not provided if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) lens was defective. Through follow up it was learned that the iol showed a crack on the optic after the implantation. The iol was then removed and replaced during the same procedure. No additional information was provided.